Event description:
A healthcare provider (hcp) for a clinical study reported cervical tunneling lead to venous hemorrhage was discovered upon surgical observation on (B)(6) 2016. As a result, the subcutaneous cervical region was ¿almost totally¿ dissected to get access to the torn venous area and event resolved without sequelae. It was noted the event was not related to the device or therapy but related to the procedure/surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional from a clinical study updated the clinical diagnosis to cervical "veinus" hemorrhage. No further complications were reported/anticipated.